Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 a recurring no delivery alarm of the insulin pump. Under delivery of insulin constantly being provided. Blood glucose level at the time of the incident was 256 mg/dl. No symptoms or treatment of patient required. Trouble shooting occurred. Infusion set and reservoir were changed out multiple times but issue remains unsolved. Product will not be returned for analysis.